Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following day after a successful cryo ablation procedure, the patient experienced pericarditis. The case was medically-managed. No further patient complications have been reported as a result of this event.